Event description:
Same case as MDR ID#:2134265-2013-02293 and 2134265-2013-02294. It was reported that during a percutaneous coronary intervention, pullback suddenly stopped. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure pullback suddenly stopped. No error message was noted. No complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The unit was installed into a gold standard system and tested for functionality and met specifications; and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-02293 and 2134265-2013-02294. It was reported that during a percutaneous coronary intervention, pullback suddenly stopped. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure pullback suddenly stopped. No error message was noted. No complications were reported and the patient's condition is stable.